Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer pump fell, pump started beeping and turned off. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer reported that new battery did not restore normal pump function. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. Received pump with vibrate turned off in settings. Toggled on/off the vibrate feature functioning properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failedbatttest occurred on 05/10/2025 20:04:13, 05/10/2025 20:04:21, 05/10/2025 20:05:36 and 05/10/2025 20:05:44 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, missing display window/cover, cracked keypad overlay, cracked case, battery tube threads - cracked, serial number label missing, cracked case (battery tube) and cracked case-corner of belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display and audio/vibrate anomaly/absence of alarm were not confirmed. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.